Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed "bad rash" found "right at the top" edge of the front te pad. There was no alleged device malfunction contributing to the irritation. Patient spoke with the medical staff and given a hydrocortizone cream. Follow up indicated that the skin is improved and better.